Manufacturer narrative:
Additional information: d9, h6 corrected information: d1, d4 manufacturer reference #: comp-(B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) provided notification that an implant failed on tooth position #6. The doctor removed the implant and performed grafting on the implant site. Additional information received reported that the patient presented on (B)(6) 2025 for placement of a glidewell ht implant. The patients bone quality was reported as type ii and the oral hygiene as good. The patient returned for the second stage surgery on (B)(6) 2025 at which time the provider determined that the implant failed to osseointegrate. The patient did not display any symptoms. The reported device was explanted on (B)(6) 2025 and replaced. The patient did not have any permanent injury. The reported device was returned.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).